Manufacturer narrative:
H10: one used list# mc330419, transfer set (lot# 4605718) and one 10 ml bd syringes were received on october 15, 2020 for evaluation. As received, the 1.2 micron filter was wetted out and filled with lipid residuals. No other visible damage or anomalies was observed. The set was primed and leak tested according to product performance specifications. Leakage was also confirmed from the microclave/smallbore tubing bond. The reported complaint can be confirmed on the returned set. The probable cause of the channel leak is due to insufficient solvent coverage applied during the manual bonding process. A device history review (DHR) lot# 4605718 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock that the customer reported accumulated air when the syringe filled with IV lipid. The customer was made aware during infusion. There was patient involvement, however no report of harm since it did not reach the patient and there was no unexpected or prolonged care. The report captures the first of two events.